Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted in its reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues occurred.